Manufacturer narrative:
Additional information: section h imdrf annex codes a review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 17-may-2018 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that an extract, transform, load (etl) process was delayed on the healthsight viewer (hsv). A technical support specialist dialed into the server running windows server 2012 r2 standard, reviewed the station logs, and confirmed that carefusion communication engine (cce) communications were functioning normally. The specialist verified that all medstations were set to manual for critical override and found no issues on the healthsight viewer except for the delayed etl process. The bd data synchronization and external messaging services were restarted, and the cce service utility was deployed on the cce server. After these actions, data synchronization was confirmed as current on the enterprise server page. Customer verified issue got resolved. The system functioned as intended after the technical support specialist troubleshot the issue.

Event description:
It was reported that when using the bd pyxis¿ es server orders were delayed posting from epic to pyxis. The customer stated that there was a delay in dispensing medication to a patient. There were no adverse events or injuries reported based on this event.

Event description:
It was reported by the customer that a bd pyxis¿ es server orders were delayed posting from epic to pyxis. The customer stated there was a delay to the patient's workflow. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
D4: unique device identifier (UDI) not available. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.